Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient experienced a minor skin burn as a result of user error.